Manufacturer narrative:
Approximate age of device - 2 years, 11 months, 27 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that, due to ongoing percutaneous lead (driveline) infection in the presence of left ventricle recovery, a decision was made to explant the lvad. The pump was explanted on (B)(6)2018. The patient was on chronic antibiotics including augmentin, bactrim, vancomycin, and meropenem. No further information was provided.

Manufacturer narrative:
Device analysis: a specific cause for the patient¿s infection could not be conclusively determined through this investigation. However, the evaluation of the pump, confirmed internal driveline wire damage. The pump was returned assembled with the driveline severed approximately 1 inch from the pump housing and the distal portion of the driveline was returned in one section measuring approximately 38 inches in length. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and the sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) were returned attached to their respective pump ports. The bend relief collar was returned detached from the sealed outflow graft and bend relief hardware. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the pump, visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Both driveline segments were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities. The bionate cover and metal braided shield were carefully removed to evaluate the underlying wires. Visual examination of the pump end segment of the dl revealed a breach to the insulation of the yellow wire at the base of the pump housing. Further investigation also revealed breaches to the red and brown wires approximately 1.25 inches from the proximal-end of the 38 inches driveline section, as well as the orange and yellow wires approximately 2.5 inches from the proximal-end of the 38 inches dl section. All the observed wire damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. The remaining sections of the driveline were then submerged in a saline solution for hi-pot testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the yellow, orange, red, or brown wires contacted the braided shield while operating on the power module, the resulting short to ground could have resulted in alarms and interruptions in pump function. Such events could have also occurred from a phase-to-phase short if the exposed conductors from two different phases made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. Of note, the patient underwent a replacement of the external/distal end portion of the percutaneous lead (driveline) that was reported by the manufacturer under MFR. Medwatch report # 2916596-2017-01885. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.